Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported the high blood glucose results while wearing a pod on (B)(6) 2014. They provided the following history. Deactivated pd.